Event description:
According to the reporter: occurred during an open bronchial throat and pericardium cuff procedure. The stapler partially fired. The staple line was incomplete. To fix the staple line, over sewed, resected and re-stapled. There was tissue damage as a result of the problem. Clip seam not completely closed and there clips remain hanging in the magazine, new forklift used. The damage was not considered permanent. The patient needed a pericardium cuff. After the pericardium cuff and the occlusion of the bronchial throat, there was no further injury. The surgical time was extended by thirty minutes or more due to the product problem. The patient status is alive, with injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices, two opened by the account and 8 sealed. The event report alleges the product was used in a surgical procedure. Device two had one staple hung up in the sulu staple pocket. When the staple was removed, microscopic inspection noted the pusher to be damaged. The sulu was reloaded with staples and proper staple formation was observed in the test media. The other nine devices showed no visual or functional abnormalities during product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over an obstruction damaging the pusher and resulting in the observed malformed staple. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open bronchial throat and pericardium cuff procedure. The stapler was used for the first time at the end of the procedure to cut off the bronchus stump. The stapler partially fired. The staple line was incomplete. To fix the staple line, over sewed, resected and re-stapled. There was tissue damage as a result of the problem. It caused an unnecessary loss of pericardium. Clip seam not completely closed and there clips remain hanging in the magazine, new forklift used. Another clamping was necessary because of the incomplete row of clamps. The damage was not considered permanent. The patient needed a pericardium cuff. After the pericardium cuff and the occlusion of the bronchial throat, there was no further injury. The surgical time was extended by thirty minutes or more due to the product problem. The patient status is alive, with injury. The current patient status is ok.

Manufacturer narrative:
Post market vigilance (pmv) received ten single use reloadable staplers, two opened by the account and 8 sealed with the appropriate packaging in undamaged condition. The visual inspection of the returned product noted that the open devices were fully fired. Device one showed no damage. Device two had one staple hung up in the sulu staple pocket. When the staple was removed, microscopic inspection noted the pusher to be damaged. Pmv performed functional testing which included firing all eight returned sealed units. The jaws closed smoothly, the pin slide advanced fully, and the handle actuated smoothly into pre-clamped and clamped position. The jaw opened, handles unlocked and pin slides retracted when the black release buttons were depressed. The instruments and sulus were fired over test media with acceptable staple formation. Additionally, the opened devices were tested by resetting and reloading the sulus with staples .the sulus were then loaded back into their respective devices and test fired. The jaws closed smoothly, the pin slide advanced fully, and the handle actuated smoothly into pre-clamped and clamped position. The jaw opened, handles unlocked and pin slides retracted when the black release buttons were depressed. The instruments and sulus were fired over test media with acceptable staple formation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler was used for the first time at the end of the procedure to cut off the bronchus stump. The current patient status is ok.